Manufacturer narrative:
Sections with additional information as of 15-apr-2021 : h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation - customer returned incorrect test strips, unable to test. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned - customer returned incorrect test strips, unable to test. Meter was returned - product evaluation in-process. Most likely underlying root cause is pending investigation completion. Note: manufacturer contacted customer in a follow-up call on 09-mar-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with test results from meter memory of 365mg/dl. Customer also reported she had obtained fasting results of 26 mg/dl that morning and 568mg/dl a few weeks prior; results could not be confirmed in the meter memory. The customers expected fasting blood glucose test result range is 100 -180mg/dl. The customer feels well and did not report any symptoms. Customer stated that she had contacted her doctor on (B)(6) 2021 due to the results obtained. Customer stated the doctor had ordered a new meter. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturers expiration date is 04/21/2022 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history: (B)(6).